Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was intermittently observed to be fluctuating. Additionally, the pump declared multiple, intermittent power source alerts when plugged into a wall outlet. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the alert did not recur after the customer replaced the wall adapter. The customer would continue to use the pump for insulin therapy.